Event description:
Covidien received a copy of uf/importer report (B)(4) which stated: product problem: other serious: describe event: pt with 5.0 endotracheal tube (ett) in place since admission noted to develop kink in the tube preventing standard suctioning procedures. Ultimately, pt demonstrated difficulty in exhalation due to kink. Elective re-intubation was performed. Kink noted in removed endotracheal tube. Covidien rep was able to contact the reporter who further stated they did not know what type of endotracheal tube it was other than it was a 5.0. The tube was placed in the pt on (B)(6) 2011 and was removed on (B)(6) 2011. The incident was that the pt demonstrated difficulty in expiration. The vent gave audible volume alarms. Code team was not needed, but the pt was re-intubated with the same size tube. Pt was repositioned after the event. Caller did not know if any lidocaine spray or gel was used in either of the intubation. Caller did not know if x-ray were taken to validate the placement of the tube on either intubation. Caller stated that the staff had noted that there was kink in the tube at the initial intubation.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The model is unk and therefore 510 (k) cannot be determined. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.